Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received what the physician thought to be an inappropriate shock for a rhythm the physician thought was ventricular tachycardia, but the device detected to be fast ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.